Event description:
It was reported that approximately 12 years and 1 month after the implant of this transcatheter bioprosthetic valve, the valve was e xplanted for an unspecified reason. Two surgical valves were subsequently implanted in the patient in the tricuspid and mitral positions.

Manufacturer narrative:
The age of the patient at the time of valve implant was approximately 16 years old. The valve was implanted for over 12 years; the patient's age at the time of valve replacement was 28 years old. The patient's age and length of time the valve was implanted reasonably suggests the reason for replacement was due to patient outgrowth. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.